Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-04676, manufacturer report # 3005099803-2012-04681 and manufacturer report # 3005099803-2012-04682 address these devices. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2012. According to the complainant, the patient was admitted to the hospital for bleeding within the duodenal bulb. The site was not actively bleeding when the physician located it and decided to put a clip on it. The first clip (MFR# 3005099803-2012-04676) was placed on the tissue; however, it did not grasp the tissue well. In addition, the clip could not be reopened and it would not release from the catheter. Attempts were made to release the clip from the catheter, and the clip was accidentally pulled off the tissue during this process. Two additional clips (MFR# 3005099803-2012-04681 and MFR# 3005099803-2012-04682) were placed on the tissue and the same issue occurred. Reportedly, bleeding occurred once the clips made contact with the tissue. The patient was taken to surgery and the bleeding was resolved. The patient's current condition has been reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.